Manufacturer narrative:
The device was explanted but not returned. The sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the lead incision site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given antibiotics, the device was explanted, and a wound vac was administered. There have been no reports of further complications regarding this event.